Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water ingress was confirmed in the control panel and scope connector section of the device. Therefore, it is believed that this incident occurred due to damage to the electronic circuit board caused by the water ingress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image and scope connection error message e315. There was no patient involvement.